Event description:
Severe abdominal cramps and sharp shooting pain in my right side. Extreme backaches, migraines, pain in groin area, joint pain, painful intercourse, endometriosis and heavy clotting bleeding. I bled for 16 months after having the implants placed. I had to have my gallbladder removed, I had a severe case of pancreatitis. (B)(4).